Manufacturer narrative:
Additional information: the smart control stent was implanted in the right leg. It is unknown if there was any distal disease left untreated, or what the residual stenosis rate was after the smart control was implanted. It is unknown if the patient was compliant on medication regimen. The brand stent that was implanted in the right common iliac artery is unknown. ¿pop stasis¿ is referring to the popliteal artery. It was reported that it was unknown if the stenoses located in the popliteal artery and the common iliac were ever within 5mm from the smart control stent. However, it was additionally reported that all the treated lesions mentioned were within 5mm. It is unknown if the stenoses for the popliteal and common iliac arteries were restenosis or thrombosis. Amputation of right leg was near the unknown stent implanted in the right common iliac artery. Reason for amputation was unknown. Complaint conclusion: as reported, the patient had multilayer ischemia of the right limb 18 months after a smart control stent was implanted in the superficial femoral artery. Within 3 months, the popliteal artery and right common iliac artery received constant treatment. However, an amputation of the right leg near the implanted iliac stent was conducted. The patient was a (B)(6)-year-old male. The target lesion was the superficial femoral artery of the right leg. The lesion was heavily calcified and not tortuous. The rate of stenosis was 90%. On (B)(6) 2013, the smart control stent was placed in the target lesion without any issue. It is unknown if there was any distal disease left untreated, or what the residual stenosis rate was after the smart control was implanted. It is unknown if the patient was compliant on medication regimen. About 18 months later, multilayer ischemia developed at right inferior limb. On (B)(6) 2015, the patient was admitted to the hospital. The next day, the lesion in the popliteal artery, referred to as a stasis, was treated by plain old balloon angioplasty (poba). On (B)(6) 2015, an unknown stent was placed in the right common iliac artery. On (B)(6) 2015, the stasis lesion in the popliteal artery was treated by poba again. On (B)(6) 2015, the lesion in the right popliteal and the artery below the knee (bk) were treated by poba. It was reported that it was unknown if the stenoses located in the popliteal artery and the common iliac were ever within 5mm from the smart control stent. However, it was additionally reported that all the treated lesions mentioned were within 5mm. It is unknown if the stenoses for the popliteal and common iliac arteries were restenosis or thrombosis. On (B)(6) 2015, an amputation of right leg near the unknown common iliac artery stent placed was conducted as scheduled. Amputation of right leg was near the unknown stent implanted in the right common iliac artery. Reason for amputation was unknown. On (B)(6) 2015, there was after effect, which was not further clarified. The stent remains implanted in the patient; therefore it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with lot 15687660 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Further progression of atherosclerosis is an expected outcome of the disease process. The patient had multiple treatments in a short period of time, (about 3 months) due to artery restenosis/occlusions. When poor circulation occurs, oxygenated blood cannot reach the cells of the limb and tissue begins to die. Necrosis of flesh can easily become infected, and therefore, amputation is warranted to prevent septicemia. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported events do not appear to be related to the manufacturing process.

Manufacturer narrative:
(B)(6). (B)(4). The product remains implanted and is thus not available for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient had multilayer ischemia of the right limb 18 months after a smart control stent was implanted in the superficial femoral artery. Within 3 months, the "pop"liteal artery and right common artery received constant treatment. However, an amputation of the right leg near an implanted stent was conducted. The patient was a (B)(6) male. The target lesion was the superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 90%. On (B)(6) 2013, the smart control stent was placed in the target lesion without any issue. About 18 months later, multilayer ischemia developed at right inferior limb. On (B)(6) 2015,the patient was admitted to the hospital. The next day, the lesion (pop stasis) was treated by pta (poba). On (B)(6) 2015, a stent was placed in the right common iliac artery. On (B)(6) 2015, the lesion (pop stasis) was treated by pta (poba). On (B)(6) 2015, the lesion (right pop stasis) and the bk were treated by pta (poba). On (B)(6) 2015, an amputation of right leg near the stent placed was conducted as scheduled. On (B)(6) 2015, there was after effect. This is a case from (B)(6) smart pms for sfa and the case number is (B)(4).